Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver contacted beta bionics regarding hyperglycemia while using the ilet, with blood glucose values in the 300 mg/dl range and a current value of 309 mg/dl after a recent supply change; no device alarms were reported, insulin was present in the cartridge, tubing was filled with visible insulin flow, and the infusion site was changed without identified issues. Symptoms included elevated blood glucose. Outcomes included expectation that blood glucose would decline within a few hours and instructions to call back for further troubleshooting if not improving. Investigation included customer support troubleshooting and user education. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.